Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the screen buttons are worn and no longer clicking. The customer's initial reported failure was observed while the device was in use. However, no adverse patient impact was reported.